Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented due to receiving shocks. Review of stored episodes found the patient had ventricular tachycardia (vt) which was treated with anti-tachycardia pacing (atp) and shocks. It was noted that the atp appeared to accelerate the rhythm in four of the events. Further review was recommended. The patient was subsequently seen and treated by their cardiologist. No programming changes to the device were made. No additional adverse patient effects were reported.